Event description:
It was reported that during an on-site visit at the account the attachment began overheating during testing of the equipment. This did not occur during a medical procedure, so there was no patient involvement. There were no reports of any adverse consequences.

Manufacturer narrative:
The attachment has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.